Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, that there is an angle of the haptic of the intraocular lens, and it can reach the iris. The procedure was completed on the same day. Additional information stated that the surgeon removed the crystal immediately after realizing that it had pushed against the iris, and no damage was done to the patient's iris.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned positioned incorrectly in the lens case inside the lens carton. Viscoelastic and blood was dried on the lens. One haptic was bent in the gusset area. The other haptic was bent in the gusset and distal area. The optic was torn in the posterior surface of one of the haptic insertion areas. The optic edge has two areas that are chipped. The optic was torn from the edge toward the center in three areas. The anterior optic surface has multiple small cracked areas located near the optic edge. The posterior optic surface was cracked, located between the optic center and the optic edge. Product history records were reviewed and documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The reported bent haptic damage was observed. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Information was provided that a call was made to confirm with the representative that the hospital was only able to determine that the crystal was pushing on the iris, but was not sure of the exact cause. The doctor removed the crystal immediately after realizing that it had pushed against the iris, and no damage was done to the patient's iris. The instructions for use (IFU) instructs: company foldable intraocular lens (iol)s are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 millimeter optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. File will be reopened if new information is received. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).